Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent high blood glucose while the ilet displayed prompts to connect a cgm or enter a bg after the user¿s cgm sensor failed and expired; the user entered fingerstick values, one calibration failed, and a bg of 475 mg/dl was entered, with the pump placed in bg run mode and high bg alerts received. Symptoms included hyperglycemia without reported clinical symptoms. Outcomes included no health consequences or impact, and no outside assistance or medical intervention was required. Investigation included communication with the user and review of information provided by the user. Investigation of this case revealed no device problem found, with a usage problem identified related to procedure and method, and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.